Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the program that the patient was did not really work for them and that the stimulator reduced the pain by 30/40% but the electrical pulses were way too much for them to function normally. No further complications noted or anticipated